Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged a day after a device upgrade. It was noted that an atrial electrogram (egm) was on top of ventricular egm. The dislodgement was confirmed through x-ray at pre-discharge check. The patient was in the electrophysiology laboratory for atrial lead revision at the time of call. Additional information received that the lead revision was successful. The lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.